Manufacturer narrative:
This report is submitted on november 29, 2019.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. It is unknown what treatment was administered for the infection. The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the patient underwent a procedure to remove infected tissue over the abutment site (date not reported). The patient will continue to be clinically managed by their healthcare provider. This report is submitted december 24, 2019.